Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event cable unit was damaged due to component failure. Additionally, the image cropped was due to freeplay in coupler unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had a damaged cable unit and free play in the coupler unit, which resulted in image cropping. There was no patient involvement.